Event description:
It was reported that during preventative maintenance (pm), the intra-aortic balloon pump (iabp), failure code #45 and failure code #54 were found in the logs with a "system failure" indication. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue noted that there was no visible fluid damage to any of the boards. To resolve the issue, the stm replaced the solenoid driver pcb and completed the scheduled pm. The unit was restarted multiple times without any further failures. The iabp was then functional tested without any further failures with all safety, calibration, and functionality checks to factory specifications. The iabp was released to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventative maintenance (pm), the intra-aortic balloon pump (iabp), failure code #45 and failure code #55 were found in the logs with a "system failure" indication. There was no patient involvement and no adverse event was reported.